Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event where needle guard was found left on the needle on 26-oct-2024. Blood glucose level was 600 mg/dl at the time of the event. Patient took correction bolus via pump for the treatment. Patient replaced infusion set and resumed insulin. No further information was available.